Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with muscle stimulation due to the left ventricular lead. The lead was repositioned and stimulation was no longer observed. The patient was stable post procedure.